Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the first firing with a black reload, the device was closed for 15 seconds and pulsed as instructed. The last 1/3 of the staple line did not form completely. The cut line was complete. Seamguard was used. There was no issue noted with opening or closing. Two clip applier clips and 2-0 silk were used to repair the area. The same stapler was reloaded to complete the procedure. One black cartridge, two green cartridges, and two gold cartridges were used after this issue without any concerns. There was no patient consequence. One device and one cartridge were discarded.